Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, the customer disconnected at the luer lock and insulin was not seen exiting the cartridge while a 5 unit bolus was delivered. Customer changed the infusion set tubing. In addition, it was reported that the pump battery was fluctuating. Customer's blood glucose level was 266 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The failure investigation has been performed and the alleged occlusion issue was verified in the pump logs; however, investigation could not be completed as the cartridge was not returned. The alleged battery issue was verified.